Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: there was a call service 064 alarm observed in the pump's black box on (B)(6) 2016. A motor error alarm was duplicated during the investigation. Moisture was found on the printed circuit board. The battery compartment was found to be cracked.